Event description:
Sciatic pain developed immediately after placement of hard shell like gluteal implants. It never cleared. As pt's neurologist rptr treated her with high doses of opiates for the duration. She could do only limited sitting because of pain and was better standing or laying on side. There was also numbness. A second plastic surgeon removed the implants with instant relief.